Event description:
It was reported to the MFR by the facility ((B)(6)), per the facility, the resident became dizzy and lost balance, falling upon the corner of roommate's bed panel. The resident has a laceration above the eye, believed to be the right eye. The facility called 911 for transport to (B)(6) hospital, which did not have a neurologist on staff. The resident was life flighted to (B)(6), which had a neurologist on staff and discovered the resident had a brain bleed. The resident remained at (B)(6) for 3-4 days for observation and returned to (B)(6) with only a laceration. The resident has returned to the hospital with issues unrelated to the fall. (B)(4) was entered into our system. As of this report, the item was not returned to the MFR for evaluation.